Event description:
Prior to a renal cryoablation procedure, 2 iceedge 90 degree needles and system tested fine with no issues to report. During the first freeze cycle one needle did not create ice as expected. The iceball was reportedly small. The needle was re-positioned and the same issue occurred during the second and third freeze cycle. The procedure was completed with both needles as expected with no injury to the patient.

Manufacturer narrative:
The needle was returned for investigation. The manufacturing records were reviewed and no related deviation or concerns were found. The reported complaint of no ice creation was not confirmed as the needle passed all investigative testing. The freezing properties and ice ball size were found within specification. The device operated within specification.